Manufacturer narrative:
One 7f peel-away introducer sheath was received for evaluation. The dilator and guidewire were also received. The reported event of ¿the rv electrode was inserted and "resistance was felt" could not be confirmed. The sheath tubing had been split and stretched at the medial section along the score line, consistent with the reported event. The sheath tubing was also bent and kinked. No anomalies were noted when the returned dilator was inserted through the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of ¿the rv electrode was inserted and "resistance was felt" remains unknown. The cause of the sheath tubing split is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the rv electrode was attempted to be inserted through the introducer. When the rv electrode was inserted, resistance was felt after being inserted a couple of centimeters. The electrode was removed from the introducer and then the introducer was removed from the patient. A small hole was noted in the middle of the introducer. When originally unpacking the sheath, no hole was noted. Moreover, when inserting the sheath into the vein with the dilator, no issues were noted. The cephalic vein could no longer be used due to the sluice, and then it started bleeding. The bleeding was able to be controlled by applying pressure. The subclavian vein was then used, and the rv electrode was successfully implanted with a new introducer. After sewing the electrode into the tissue, the patient bled over the puncture site of the subclavian. Bleeding through the sheath on the cephalic membrane could not be ruled out by the physician. The bleeding was also stopped via manual pressure. The patient was noted to be stable during the event.